Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room due to a syncopal episode. The magnet rate was 100 ppm and the monitor displayed evidence of pacing. A field representative interrogated this device and reported that the device seemed to be function appropriately.